Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced migraine ("worsening of her migraines"), the first episode of depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping,lower abdominal pain"), back pain ("lower back pain"), arthralgia ("severe hip pain,joint pain"), uterine pain ("severe uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation/ abnormal bleeding (menorrhagia)"), dental caries ("tooth decay"), tooth loss ("tooth loss"), gingival pain ("painful gums"), ovarian cyst ("ovarian cysts"), the first episode of feeling abnormal ("brain fog"), memory impairment ("forgetfulness / memory loss"), vaginal infection ("chronic vaginal infection"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"), rash ("rashes"), skin disorder ("skin bumps"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue / fatigue"), weight fluctuation ("weight fluctuation / weight gain / loss"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), fungal infection ("yeast infection"), the second episode of feeling abnormal ("brain fog"), disturbance in attention ("lack of focus"), dizziness ("dizziness"), the second episode of depression ("depression"), headache ("headache"), allergy to metals ("nickel allergy"), dyspepsia ("heartburn"), muscular weakness ("muscle weakness"), limb discomfort ("heavy legs") and dysstasia ("difficulty standing up and getting out of the car and bed.difficulty standing up and getting out of the car and bed."). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, and bilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, dental caries, tooth loss, gingival pain, ovarian cyst, memory impairment, migraine, vaginal infection, dyspareunia, rash, skin disorder, pruritus, alopecia, fatigue, weight fluctuation, anxiety, vaginal haemorrhage, fungal infection, the last episode of feeling abnormal, disturbance in attention, dizziness, the last episode of depression, headache, allergy to metals, dyspepsia, muscular weakness, limb discomfort and dysstasia outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, dental caries, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, dysstasia, fatigue, fungal infection, gingival pain, headache, limb discomfort, memory impairment, menorrhagia, migraine, muscular weakness, ovarian cyst, pelvic pain, pruritus, rash, skin disorder, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of depression, the first episode of feeling abnormal, the second episode of depression and the second episode of feeling abnormal to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain.patient tolerated the procedure well diagnostic results: on (B)(6) 2017 patient underwent us transvaginal non-ob resulted in appropriately positioned essure devices centered at the uterine cornua. They extend from the right and left aspects of the uterine fundus endometrium into the fallopian tubes. Endometrial complex thickness of 9 mm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event, back pain, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New information provided: reporter, and lab data. New events added: vaginal haemorrhage, fungal infection, feeling abnormal, disturbance in attention, dizziness, depression, headache, allergy to metal, dyspepsia, muscular weakness, limb discomfort, dysstasia, device monitoring procedure not performed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and vaginal prolapse repair ("colpopexy for vault prolapse") in a 48-year-old female patient who had essure (batch no. B40016,cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included vaginal itching, post coital bleeding, breast pain, left lower quadrant pain and vaginal pain. There was no sonographic evidence of malignancy and no mammographic evidence of malignancy. Previously administered products included for birth control: oral contraceptive nos. Past adverse reactions to the above products included cerebrovascular accident with oral contraceptive nos. Concurrent conditions included fibromyalgia and colonoscopy (indications: screening for colorectal malignant neoplasm, last colonoscopy: 2005). Concomitant products included cetirizine hydrochloride from 2014 to 2017 and naproxen sodium (aleve) from 2016 to 2017. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation/ abnormal bleeding (menorrhagia)"), weight fluctuation ("weight fluctuation / weight gain / loss"), dyspepsia ("heartburn"), muscular weakness ("muscle weakness"), limb discomfort ("heavy legs"), dysstasia ("difficulty standing up and getting out of the car and bed. Difficulty standing up and getting out of the car and bed."), abdominal distension ("bloating") and dysgeusia ("metallic taste in mouth"). In (B)(6)2014, the patient experienced rash ("rashes") and pruritus ("itching"). On (B)(6)2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2014, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced dental caries ("tooth decay") and tooth loss ("tooth loss"). On (B)(6)2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )/abnormal bleeding (vaginal, menorrhagia),"). In (B)(6)2017, the patient experienced migraine ("worsening of her migraines"), the first episode of depression ("depression") and anxiety ("anxiety"). On (B)(6)2017, the patient underwent vaginal prolapse repair (seriousness criterion medically significant). On (B)(6)2017, the patient experienced atrophic vulvovaginitis ("atrophic vaginitis"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping,lower abdominal pain"), back pain ("lower back pain"), arthralgia ("severe hip pain,joint pain"), uterine pain ("severe uterine pain"), gingival pain ("painful gums"), ovarian cyst ("ovarian cysts"), feeling abnormal ("brain fog/psychological or psychiatric problems: brain fog"), memory impairment ("forgetfulness / memory loss"), vaginal infection ("chronic vaginal infection"), skin disorder ("skin bumps"), fatigue ("chronic fatigue / fatigue"), fungal infection ("yeast infection/infection (bladder/urinary tract/vaginal): yeast infection,"), disturbance in attention ("lack of focus"), dizziness ("dizziness"), the second episode of depression ("depression"), headache ("headache"), menopausal symptoms ("menopausal symptoms"), nausea ("nausea") and abdominal pain ("abdomen pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, and bilateral oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, back pain, menorrhagia and migraine had resolved, the dysmenorrhoea, abdominal pain lower, uterine pain, dental caries, tooth loss, gingival pain, ovarian cyst, feeling abnormal, memory impairment, vaginal infection, dyspareunia, rash, skin disorder, pruritus, alopecia, fatigue, weight fluctuation, anxiety, vaginal haemorrhage, fungal infection, disturbance in attention, dizziness, the last episode of depression, headache, allergy to metals, dyspepsia, muscular weakness, limb discomfort, dysstasia, abdominal distension, dysgeusia, uterine leiomyoma, menopausal symptoms, vaginal prolapse repair, atrophic vulvovaginitis and nausea outcome was unknown, the arthralgia had not resolved and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, atrophic vulvovaginitis, back pain, dental caries, disturbance in attention, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysstasia, fatigue, feeling abnormal, fungal infection, gingival pain, headache, limb discomfort, memory impairment, menopausal symptoms, menorrhagia, migraine, muscular weakness, nausea, ovarian cyst, pelvic pain, pruritus, rash, skin disorder, tooth loss, uterine leiomyoma, uterine pain, vaginal haemorrhage, vaginal infection, vaginal prolapse repair, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Patient tolerated the procedure well diagnostic results: on (B)(6)2017 patient underwent us transvaginal non-ob resulted in appropriately positioned essure devices centered at the uterine cornua. They extend from the right and left aspects of the uterine fundus endometrium into the fallopian tubes. Endometrial complex thickness of 9 mm. The 0 8 cm oval density in the left breast is intermediate additional views as we ii as an ultrasound are recommended. There was a benign 0.9 cm oval cyst in the left breast at 2 o'clock middle depth 5 cm from the nipple. This oval cyst is anechoic this abnormality was increased in size (previously 05 cm) and correlates with mammography findings. Doppler ultrasound was performed on both breasts. Gray scale images of the real-time examination were reviewed. There was a 5 mm benign lymph node fight breast that was not significantly changed and correlates with mammography and ultrasound . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event, back pain, pelvic pain lot number:b40016, manufacture date:2013/05, expiration date: 2016/05/31. Lot number:cs0003v, manufacture date:2013/10, expiration date:2015/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and vaginal prolapse repair ("colpopexy for vault prolapse") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included vaginal itching, post coital bleeding and breast pain. Previously administered products included for birth control: oral contraceptive nos. Past adverse reactions to the above products included cerebrovascular accident with oral contraceptive nos. Concurrent conditions included fibromyalgia. Concomitant products included cetirizine hydrochloride (zyrtec) from 2014 to 2017 and naproxen sodium (aleve) from 2016 to 2017. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation/ abnormal bleeding (menorrhagia)"), weight fluctuation ("weight fluctuation / weight gain / loss"), dyspepsia ("heartburn"), muscular weakness ("muscle weakness"), limb discomfort ("heavy legs"), dysstasia ("difficulty standing up and getting out of the car and bed.difficulty standing up and getting out of the car and bed."), abdominal distension ("bloating") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2014, the patient experienced rash ("rashes") and pruritus ("itching"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay") and tooth loss ("tooth loss"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )/abnormal bleeding (vaginal, menorrhagia),"). In march 2017, the patient experienced migraine ("worsening of her migraines"), the first episode of depression ("depression") and anxiety ("anxiety"). On (B)(6) 2017, the patient underwent vaginal prolapse repair (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced atrophic vulvovaginitis ("atrophic vaginitis"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping,lower abdominal pain"), back pain ("lower back pain"), arthralgia ("severe hip pain,joint pain"), uterine pain ("severe uterine pain"), gingival pain ("painful gums"), ovarian cyst ("ovarian cysts"), feeling abnormal ("brain fog/psychological or psychiatric problems: brain fog"), memory impairment ("forgetfulness / memory loss"), vaginal infection ("chronic vaginal infection"), skin disorder ("skin bumps"), fatigue ("chronic fatigue / fatigue"), fungal infection ("yeast infection/infection (bladder/urinary tract/vaginal): yeast infection,"), disturbance in attention ("lack of focus"), dizziness ("dizziness"), the second episode of depression ("depression"), headache ("headache"), uterine leiomyoma ("fibroids"), menopausal symptoms ("menopausal symptoms"), nausea ("nausea") and abdominal pain ("abdomen pain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, and bilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, menorrhagia and migraine had resolved, the dysmenorrhoea, abdominal pain lower, uterine pain, dental caries, tooth loss, gingival pain, ovarian cyst, feeling abnormal, memory impairment, vaginal infection, dyspareunia, rash, skin disorder, pruritus, alopecia, fatigue, weight fluctuation, anxiety, vaginal haemorrhage, fungal infection, disturbance in attention, dizziness, the last episode of depression, headache, allergy to metals, dyspepsia, muscular weakness, limb discomfort, dysstasia, abdominal distension, dysgeusia, uterine leiomyoma, menopausal symptoms, vaginal prolapse repair, atrophic vulvovaginitis and nausea outcome was unknown, the arthralgia had not resolved and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, atrophic vulvovaginitis, back pain, dental caries, disturbance in attention, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysstasia, fatigue, feeling abnormal, fungal infection, gingival pain, headache, limb discomfort, memory impairment, menopausal symptoms, menorrhagia, migraine, muscular weakness, nausea, ovarian cyst, pelvic pain, pruritus, rash, skin disorder, tooth loss, uterine leiomyoma, uterine pain, vaginal haemorrhage, vaginal infection, vaginal prolapse repair, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain.patient tolerated the procedure well diagnostic results: on (B)(6) 2017 patient underwent us transvaginal non-ob resulted in appropriately positioned essure devices centered at the uterine cornua. They extend from the right and left aspects of the uterine fundus endometrium into the fallopian tubes. Endometrial complex thickness of 9 mm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event, back pain, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "bloating, metallic taste in mouth, fibroids, menopausal symptoms, colpopexy for vault prolapse, atrophic vaginitis,nausea, abdomen pain", historical drug and condition added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced migraine ("worsening of her migraines"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping,lower abdominal pain"), back pain ("lower back pain"), arthralgia ("severe hip pain,joint pain"), uterine pain ("severe uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), gingival pain ("painful gums"), ovarian cyst ("ovarian cysts"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), vaginal infection ("chronic vaginal infection"), dyspareunia ("painful intercourse"), rash ("rashes"), skin disorder ("skin bumps"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, and bilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, gingival pain, ovarian cyst, feeling abnormal, memory impairment, migraine, vaginal infection, dyspareunia, rash, skin disorder, pruritus, alopecia, fatigue, weight fluctuation, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gingival pain, memory impairment, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, rash, skin disorder, tooth loss, uterine pain, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and vaginal prolapse repair ('colpopexy for vault prolapse') in a 48-year-old female patient who had essure (batch no. B40016,cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included vaginal itching, post coital bleeding, breast pain, left lower quadrant pain and vaginal pain. There was no sonographic evidence of malignancy and no mammographic evidence of malignancy. Previously administered products included for birth control: oral contraceptive nos. Past adverse reactions to the above products included cerebrovascular accident with oral contraceptive nos. Concurrent conditions included fibromyalgia and colonoscopy (indications: screening for colorectal malignant neoplasm, last colonoscopy: 2005). Concomitant products included cetirizine hydrochloride (zyrtec allergy) from 2014 to 2017, cetirizine hydrochloride from 2014 to 2017, estradiol since (B)(6) 2017, estrogens conjugated (premarin) since (B)(6) 2017, imidazole since (B)(6) 2017, methylprednisolone (medrol) since (B)(6) 2017 and naproxen sodium (aleve) from 2016 to 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)/ sharp, crushing and cramping pain"), abdominal pain lower ("severe abdominal cramping,lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation/ abnormal bleeding (menorrhagia)"), weight fluctuation ("weight fluctuation / weight gain / loss/ gained-20 lbs, lost-8 lbs, unable to reduce the increased weight"), dyspepsia ("heartburn"), muscular weakness ("muscle weakness"), limb discomfort ("heavy legs"), dysstasia ("difficulty standing up and getting out of the car and bed.difficulty standing up and getting out of the car and bed."), abdominal distension ("bloating") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2014, the patient experienced rash ("rashes") and pruritus ("itching"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay") and tooth loss ("tooth loss"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )/abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2016, the patient experienced fungal infection ("yeast infection/infection (bladder/urinary tract/vaginal): yeast infection,"). In (B)(6) 2017, the patient experienced migraine ("worsening of her migraines"), the first episode of depression ("depression") and anxiety ("anxiety"). On (B)(6) 2017, the patient experienced menopausal symptoms ("menopausal symptoms") and underwent vaginal prolapse repair (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced atrophic vulvovaginitis ("atrophic vaginitis"). On an unknown date, the patient experienced back pain ("lower back pain"), arthralgia ("severe hip pain,joint pain"), uterine pain ("severe uterine pain"), gingival pain ("painful gums"), ovarian cyst ("ovarian cysts"), feeling abnormal ("brain fog/psychological or psychiatric problems: brain fog"), memory impairment ("forgetfulness / memory loss"), vaginal infection ("chronic vaginal infection"), skin disorder ("skin bumps"), fatigue ("chronic fatigue / fatigue"), disturbance in attention ("lack of focus"), dizziness ("dizziness"), the second episode of depression ("depression"), headache ("headache"), nausea ("nausea"), abdominal pain ("abdomen pain"), hypersensitivity ("allergic reactions"), inflammation ("some inflammation") and gluten sensitivity ("might be gluten intolerant") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, and bilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, menorrhagia and migraine had resolved, the dysmenorrhoea, abdominal pain lower, uterine pain, dental caries, tooth loss, gingival pain, ovarian cyst, feeling abnormal, memory impairment, vaginal infection, dyspareunia, rash, skin disorder, pruritus, alopecia, weight fluctuation, anxiety, vaginal haemorrhage, fungal infection, disturbance in attention, dizziness, the last episode of depression, headache, allergy to metals, dyspepsia, muscular weakness, limb discomfort, dysstasia, abdominal distension, dysgeusia, uterine leiomyoma, menopausal symptoms, vaginal prolapse repair, atrophic vulvovaginitis and nausea outcome was unknown, the arthralgia, fatigue, hypersensitivity, inflammation and gluten sensitivity had not resolved and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, atrophic vulvovaginitis, back pain, dental caries, disturbance in attention, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysstasia, fatigue, feeling abnormal, fungal infection, gingival pain, gluten sensitivity, headache, hypersensitivity, inflammation, limb discomfort, memory impairment, menopausal symptoms, menorrhagia, migraine, muscular weakness, nausea, ovarian cyst, pelvic pain, pruritus, rash, skin disorder, tooth loss, uterine leiomyoma, uterine pain, vaginal haemorrhage, vaginal infection, vaginal prolapse repair, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain.patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. On (B)(6) 2017 patient underwent us transvaginal non-ob resulted in appropriately positioned essure devices centered at the uterine cornua. They extend from the right and left aspects of the uterine fundus endometrium into the fallopian tubes. Endometrial complex thickness of 9 mm. The 0 8 cm oval density in the left breast is intermediate additional views as we ii as an ultrasound are recommended. There was a benign 0.9 cm oval cyst in the left breast at 2 o'clock middle depth 5 cm from the nipple. This oval cyst is anechoic this abnormality was increased in size (previously 05 cm) and correlates with mammography findings. Doppler ultrasound was performed on both breasts. Gray scale images of the real-time examination were reviewed. There was a 5 mm benign lymph node fight breast that was not significantly changed and correlates with mammography and ultrasound . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event, back pain, pelvic pain. Lot number:b40016 manufacture date:2013/05 expiration date: 2016/05/31. Lot number:cs0003v manufacture date:2013/10 expiration date:2015/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content of social media received. New events of hypersensitivity, inflammation, gluten sensitivity were added, outcome of the event of fatigue changed to not recovered. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and vaginal prolapse repair ('colpopexy for vault prolapse') in a 48-year-old female patient who had essure (batch no. B40016, cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included vaginal itching, post coital bleeding, breast pain, left lower quadrant pain and vaginal pain. There was no sonographic evidence of malignancy and no mammographic evidence of malignancy. Previously administered products included for birth control: oral contraceptive nos. Past adverse reactions to the above products included cerebrovascular accident with oral contraceptive nos. Concurrent conditions included fibromyalgia and colonoscopy (indications: screening for colorectal malignant neoplasm, last colonoscopy: 2005). Concomitant products included cetirizine hydrochloride (zyrtec allergy) from 2014 to 2017, cetirizine hydrochloride from 2014 to 2017, estradiol since (B)(6) 2017, estrogens conjugated (premarin) since (B)(6) 2017, imidazole since (B)(6) 2017, methylprednisolone (medrol) since (B)(6) 2017 and naproxen sodium (aleve) from 2016 to 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)/ sharp, crushing and cramping pain"), abdominal pain lower ("severe abdominal cramping,lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation/ abnormal bleeding (menorrhagia)"), weight fluctuation ("weight fluctuation / weight gain / loss/ gained-20 lbs, lost-8 lbs, unable to reduce the increased weight"), dyspepsia ("heartburn"), muscular weakness ("muscle weakness"), limb discomfort ("heavy legs"), dysstasia ("difficulty standing up and getting out of the car and bed.difficulty standing up and getting out of the car and bed."), abdominal distension ("bloating") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2014, the patient experienced rash ("rashes") and pruritus ("itching"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay") and tooth loss ("tooth loss"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )/abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2016, the patient experienced fungal infection ("yeast infection/infection (bladder/urinary tract/vaginal): yeast infection,"). In (B)(6) 2017, the patient experienced migraine ("worsening of her migraines"), the first episode of depression ("depression") and anxiety ("anxiety"). On (B)(6) 2017, the patient experienced menopausal symptoms ("menopausal symptoms") and underwent vaginal prolapse repair (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced atrophic vulvovaginitis ("atrophic vaginitis"). On an unknown date, the patient experienced back pain ("lower back pain"), arthralgia ("severe hip pain,joint pain"), uterine pain ("severe uterine pain"), gingival pain ("painful gums"), ovarian cyst ("ovarian cysts"), feeling abnormal ("brain fog/psychological or psychiatric problems: brain fog"), memory impairment ("forgetfulness / memory loss"), vaginal infection ("chronic vaginal infection"), skin disorder ("skin bumps"), fatigue ("chronic fatigue / fatigue"), disturbance in attention ("lack of focus"), dizziness ("dizziness"), the second episode of depression ("depression"), headache ("headache"), nausea ("nausea"), abdominal pain ("abdomen pain"), hypersensitivity ("allergic reactions"), inflammation ("some inflammation") and gluten sensitivity ("might be gluten intolerant") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, and bilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, menorrhagia and migraine had resolved, the dysmenorrhoea, abdominal pain lower, uterine pain, dental caries, tooth loss, gingival pain, ovarian cyst, feeling abnormal, memory impairment, vaginal infection, dyspareunia, rash, skin disorder, pruritus, alopecia, weight fluctuation, anxiety, vaginal haemorrhage, fungal infection, disturbance in attention, dizziness, the last episode of depression, headache, allergy to metals, dyspepsia, muscular weakness, limb discomfort, dysstasia, abdominal distension, dysgeusia, uterine leiomyoma, menopausal symptoms, vaginal prolapse repair, atrophic vulvovaginitis and nausea outcome was unknown, the arthralgia, fatigue, hypersensitivity, inflammation and gluten sensitivity had not resolved and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, atrophic vulvovaginitis, back pain, dental caries, disturbance in attention, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysstasia, fatigue, feeling abnormal, fungal infection, gingival pain, gluten sensitivity, headache, hypersensitivity, inflammation, limb discomfort, memory impairment, menopausal symptoms, menorrhagia, migraine, muscular weakness, nausea, ovarian cyst, pelvic pain, pruritus, rash, skin disorder, tooth loss, uterine leiomyoma, uterine pain, vaginal haemorrhage, vaginal infection, vaginal prolapse repair, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. On (B)(6) 2017 patient underwent us transvaginal non-ob resulted in appropriately positioned essure devices centered at the uterine cornua. They extend from the right and left aspects of the uterine fundus endometrium into the fallopian tubes. Endometrial complex thickness of 9 mm. The 0 8 cm oval density in the left breast is intermediate additional views as we ii as an ultrasound are recommended. There was a benign 0.9 cm oval cyst in the left breast at 2 o'clock middle depth 5 cm from the nipple. This oval cyst is anechoic this abnormality was increased in size (previously 05 cm) and correlates with mammography findings. Doppler ultrasound was performed on both breasts. Gray scale images of the real-time examination were reviewed. There was a 5 mm benign lymph node fight breast that was not significantly changed and correlates with mammography and ultrasound . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event, back pain, pelvic pain lot number:b40016, manufacture date:2013/05, expiration date: 2016/05/31. Lot number:cs0003v, manufacture date:2013/10 expiration date: 2015/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: extension of expected date of next report for ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.